Event description:
Backup pump is functional, sn (B)(4), showing high pressure and patient using back up pump at the moment. Replacement pump was sent to the patient for the malfunctioning pump. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. Reported to (B)(6) by: pt/caregiver. Strength: 1.5 mg; dose or amount: 19.5 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.